Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece but no excessive noise. Corrosion was observed on the cable assembly connection. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mdu hand control shaver was making noises and getting warm. This occurred during device testing and there was no procedural involvement. No user injury or complications were reported.